Manufacturer narrative:
It was reported that the battery was unable to charge and provide power to the controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing since the battery was not able to charge and drive the system. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. As a result, the most likely root cause of the reported event can be attributed to an open thermal cutoff fuse, preventing the battery from charging or providing power to a controller. The most likely root cause of the reported event can be attributed to an open thermal cutoff fuse, preventing the battery from charging or providing power to a controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patients battery was no longer working. The charger will not charge the battery and the controller does not recognize it. There was no damage done to the battery and all pins look fine and are intact. The battery issued on (B)(6) 2016 to patient. The battery was exchanged with no reported consequence or impact to the patient. No further information was provided.